Event description:
Sutures are shredding and breaking and also separating at the needle. We were doing oral surgery, during all the incidents. Only one major patient incident where a needle was lost in the patient's cheek, we were able to remove it 24 hours later with another surgery.

Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection processes. Samples were returned for testing/review. The results are pending. A follow-up report will be submitted with the results of the tests. The suture size used to manufacture the reported lot was 3-0. Usp size 7-0 is the only size gut suture that is packaged dry. Usp size 6-0 through 4 gut sutures are packaged in a wetting solution and should be utilized promptly upon removing from the foil package. If these devices are opened, removed from the foil package and left exposed, the alcohol solution will evaporate, allowing the sutures to become dry, brittle and possibly break/detach during use. Natural absorbable sutures, like the products in this report, have a tendency to fray during knot construction. Additionally, there is considerably more variability in the retention of tensile strength than is found with other types of sutures. The suture breaking during use/needle detaching during use most likely resulted from the interaction of specific procedural related stress in contrast to the suture strength/strength of the attachment. It's also possible the devices are being grasped on or near the swaged end of the needle, damaging the suture, allowing the suture to break free from the needle. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. The surgeon should avoid unnecessary tension when running down knots, to reduce the occurrence of surface fraying and weakening of the strand. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without reviewing the actual devices, magnified photos of the actual devices at the time of event or receiving details regarding the shipping, storage and handling of the devices, exposure time prior to use (are devices being utilized promptly upon opening to avoid the drying of the alcohol solution; drying of the suture material), preoperative preparation of the device(s) or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection processes. Samples were returned for testing/review. The results are pending. A follow-up report will be submitted with the results of the tests. The suture size used to manufacture the reported lot was 3-0. Usp size 7-0 is the only size gut suture that is packaged dry. Usp size 6-0 through 4 gut sutures are packaged in a wetting solution and should be utilized promptly upon removing from the foil package. If these devices are opened, removed from the foil package and left exposed, the alcohol solution will evaporate, allowing the sutures to become dry, brittle and possibly break/detach during use. Natural absorbable sutures, like the products in this report, have a tendency to fray during knot construction. Additionally, there is considerably more variability in the retention of tensile strength than is found with other types of sutures. The suture breaking during use/needle detaching during use most likely resulted from the interaction of specific procedural related stress in contrast to the suture strength/strength of the attachment. It's also possible the devices are being grasped on or near the swaged end of the needle, damaging the suture, allowing the suture to break free from the needle. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. The surgeon should avoid unnecessary tension when running down knots, to reduce the occurrence of surface fraying and weakening of the strand. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without reviewing the actual devices, magnified photos of the actual devices at the time of event or receiving details regarding the shipping, storage and handling of the devices, exposure time prior to use (are devices being utilized promptly upon opening to avoid the drying of the alcohol solution; drying of the suture material), preoperative preparation of the device(s) or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
Sutures are shredding and breaking and also separating at the needle. We were doing oral surgery, during all the incidents. Only one major patient incident where a needle was lost in the patient's cheek, we were able to remove it 24 hours later with another surgery.

Manufacturer narrative:
Sterile samples were received from the reported lot for visual review and testing (RMA 37591). No defects or abnormalities were observed on the devices or the packages. All devices and packages were wet with alcohol solution. The devices met current specifications including the usp tensile strength requirements for a 3-0 chromic gut device.